Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hospitalization due to wound infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks and met specifications before and after placement with the patient.

Event description:
On (B)(6) 2021, a device evaluation was completed by quality engineering. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci quality engineering, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Additional information for v.a.c.® granufoam¿ dressing lot number: 9035887v011: expiration date: 31-jan-2024. Unique identifier (UDI) #: (B)(4). Based on the information provided, it cannot be determined that the alleged hospitalization due to wound infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient had a chronic non-healing infected wound prior to initiating v.a.c.® therapy and it is not clear if the initial infection resolved prior to initiating v.a.c.® therapy. The device history record review of the v.a.c.® granufoam¿ dressing met specifications. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending return of the device. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Foot wounds: for wounds on the planter surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of the placement of the tubing and/or sensat.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing). Clinical considerations for diabetic foot ulcers: as with any treatment for diabetic foot ulcers, success depends on accurate diagnosis and the management of underlying disease in combination with effective debridement of non-viable tissue. Off loading is essential for successful healing of diabetic foot ulcers. Early identification and prompt treatment of infection is essential to prevent complications. In patients with diabetes, this may be difficult as classic signs as pain, erythema, heat and purulence may be absent or decreased. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On (B)(6) 2021 the following information was provided to kci by the patient: the patient stated he was admitted to the hospital allegedly due to a wound infection. On (B)(6) 2021 the following information was provided to kci by the wound care center nurse: the patient went to emergency room on (B)(6) 2021 and was admitted with cellulitis of the left lower extremity and treated with IV antibiotics. The patient was discharged home three days later on (B)(6) 2021 with IV antibiotics ordered to continue at home and v.a.c.® therapy was resumed. On (B)(6) 2021 the following information was provided to kci by the wound care center nurse: the hospital discharge summary dated (B)(6) 2021 states patient has a discharge diagnosis of osteomyelitis. The discharge summary for patient's previous admission dated (B)(6) 2021 and prior to v.a.c.® therapy placement, showed an MRI scan noting some marrow edema to the left 5th metatarsal, however, radiology was not able to clearly confirm osteomyelitis. The patient had an appointment with wound care the following day on (B)(6) 2021 and the progress note states that the left calf and left foot were both warmer to touch the the right lower extremity. A device history record review for v.a.c.® granufoam¿ dressing lot number 9035887v011 was completed. All end release testing of the product and packaging met specifications. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending return of the device.